Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pelvic pain") in an adult female patient who had essure (batch no. 740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed with essure microinsert in place". The patient's concurrent conditions included cholelithiasis since 2010 and obesity since 2010. Concomitant products included cyanocobalamin (vitamin b12) since 2010, paroxetine since 2013 and sennoside a+b (laxative) since 2010. In 2010, the patient experienced migraine ("migraines"), headache ("headaches") and obsessive-compulsive symptom ("ocd symptoms"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dizziness ("dizziness / dizzy/ dizzy a lot"), nausea ("nausea"), fatigue ("fatigue"), hot flush ("hot flashes") and depression ("depression"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding "), menorrhagia ("menorrhagia /abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and bartholin's cyst ("cervical bartholin cysts"). On an unknown date, the patient experienced cervical cyst ("cervical nabothian cysts") and abdominal pain ("abdomen pain"). The patient was treated with ibuprofen and surgery (robotic assisted total laproscopic hysterectomy with bilatral salpingectomy and dignosticcystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dizziness and nausea outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, hot flush, migraine, headache, depression, obsessive-compulsive symptom, cervical cyst, bartholin's cyst and abdominal pain had not resolved. The reporter considered abdominal pain, bartholin's cyst, cervical cyst, depression, dizziness, dysmenorrhoea, fatigue, headache, hot flush, menorrhagia, migraine, nausea, obsessive-compulsive symptom, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion (B)(6) 2010: tvu-hysterosalpingogram results: unilateral occlusion (left tube); results (B)(6) 2010: first test unilateral occlusion; during second recheck, technician punctured through both sides of my fallopian tubes and had fluid leaking into my cavity. Concerning the injuries reported in this case, the following one/ones were reported via plaintiff fact sheet: vaginal bleeding, menorrhagia, dysmenorrhea, fatigue, hot flashes, migraines, headaches, depression, ocd symptoms, cervical nabothian cysts, cervical bartholin cystsand abdomen pain . Concerning the injuries reported in this case, the following one/ones were reported via plaintiff medical records : endometrial ablation performed with essure microinsert in place . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. 740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed with essure microinsert in place". The patient's concurrent conditions included cholelithiasis since 2010 and obesity since 2010. Concomitant products included cyanocobalamin (vitamin b12) since 2010, paroxetine since 2013 and sennoside a+b (laxative) since 2010. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dizziness ("dizziness / dizzy"), nausea ("nausea"), fatigue ("fatigue"), hot flush ("hot flashes"), migraine ("migraines"), headache ("headaches"), depression ("depression") and obsessive-compulsive symptom ("ocd symptoms"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), cervical cyst ("cervical nabothian cysts"), bartholin's cyst ("cervical bartholin cysts") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dizziness and nausea outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, hot flush, migraine, headache, depression, obsessive-compulsive symptom, cervical cyst, bartholin's cyst and abdominal pain had not resolved. The reporter considered abdominal pain, bartholin's cyst, cervical cyst, depression, dizziness, dysmenorrhoea, fatigue, headache, hot flush, menorrhagia, migraine, nausea, obsessive-compulsive symptom, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. (B)(6) 2010: tvu-hysterosalpingogram results: unilateral occlusion (left tube); results (B)(6) 2010: first test unilateral occlusion; during second recheck, technician punctured through both sides of my fallopian tubes and had fluid leaking into my cavity. Concerning the injuries reported in this case, the following one/ones were reported via plaintiff fact sheet: vaginal bleeding, menorrhagia, dysmenorrhea, fatigue, hot flashes, migraines, headaches, depression, ocd symptoms, cervical nabothian cysts, cervical bartholin cystsand abdomen pain. Concerning the injuries reported in this case, the following one/ones were reported via plaintiff medical records : endometrial ablation performed with essure microinsert in place most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received. Reporter and patient demographics were added .lot number and concomitant disease added. Events vaginal bleeding, menorrhagia, dysmenorrhea, fatigue, hot flashes, migraines, headaches, depression, ocd symptoms, cervical nabothian cysts, cervical bartholin cystsand abdomen pain added. On 4-apr-2018: medical record received. Reporter added. Event "endometrial ablation performed with essure microinsert in place" was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On b)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness") and nausea ("nausea"). The patient was treated with surgery (had a hysterosalpingectomy to have her essure removed.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dizziness and nausea outcome was unknown. The reporter considered dizziness, nausea and pelvic pain to be related to essure. The reporter commented: patient sought treatment for her symptoms incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.